Event description:
It was reported that during an unknown procedure, there were no staples in the charger. So there was no stapling on the hepatic vein. There was a massive bleeding (hemorrhage). A classical suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx30v device arrived in good visual condition and with two reloads present. Reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the device not staple? How much bleeding occurred? Did the patient receive any blood products? If so how much blood products did the patient receive? What is the patients current condition? Was the retaining cap taken off prior to loading the device? Lot history record was conducted: lot # k4dl3n - batch #s k5e029 and k5e07h were reviewed and no anomalies noted during the manufacturing process.